Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16820. It was reported that the patient presented to the clinic for a follow up. Examination showed the patient's pacemaker pocket had become infected. The physician explanted the patient's pacemaker and all leads. The patient was stable throughout.